Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. Their trial started on (B)(6) 2024. It was reported that there was both a lead and ens/system issue. The patient stated a communication issue between controller and ens and they were unable to communicate/connect to controller. There was no communication/can't communicate. Troubleshooting was performed. Patient's spouse verified that the cable was attached to the ens, but the programmer refuses to acknowledge this and still displayed a communication error with a serial number. The cause of the issue was not known. The patient experienced symptoms of bleeding/hemorrhage and had the bandage loose and mangled. The issue was not resolved and was ongoing. Additional information was received from the health care professional (hcp). The hcp stated that the most likely cause of the communication issue was due to the patient who pulled the lead while changing and frayed the wire. Pne terminated earlier as the wires were no longer functioning. The hcp stated that the issue was resolved by removing the wires and leads. The most likely cause of the communication error with serial number was due to the wires frayed. The issue was resolved by removing the wires. The most likely cause of the loose and mangled bandage was due to the patient dislodged the bandage while changing. The issue was resolved by removing the bandage.

Manufacturer narrative:
Continuation of d10: product ID 309201, lot# unknown, product type screening device. Product ID 306001, lot# unknown, implanted: (B)(6) 2024, product type screening device. Product ID 306001, lot# unknown, implanted: (B)(6) 2024, product type screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. Product ID: 306001, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.